Manufacturer narrative:
Retainer ring = clear. Customer returned insulin pump for alleged vibrate anomaly found on 08/06/2021. Device passed displacement test and self test. Toggled on/off and increased/decreased volume with the audio feature functioning properly. No audio/vibrate/absence of alarm anomalies noted during testing. Device successfully downloaded to thus and carelink. Device was cut open to perform visual inspection and moisture damage was found on pcba 1. The following were noted during visual inspection: scratched case, pillowing keypad overlay, stained keypad overlay, cracked case (battery tube), cracked battery tube threads, faded serial label damage, cracked retainer, cracked reservoir tube lip, corroded battery tube and minor scratches on lcd window. In summary, customer allegation for vibrate anomaly was not confirmed. Additionally, moisture damage was noted on pcba 1. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Information received by medtronic indicated that the insulin pump was vibrating continuously without giving warning. Customer stated they tried changing batteries, but problem was not resolved. Self test was performed no error found. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.